Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identifie the manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure, lens scratched on right side of trailing haptic. Techs not seating lens in the cartridge correctly as well as the position of the forceps.

Manufacturer narrative:
Additional information provided in h.3., h.6., and h.11. It is stated in the file that "techs not seating lens in the cartridge correctly as well as the position of the forceps." The root cause for the reported complaint appears to be a coincidental event that was unrelated to the product as it is stated in the file that "techs not seating lens in the cartridge correctly as well as the position of the forceps." Based on this information, the product did not cause/contribute to the event. All product history records are quality reviewed prior to product release. The manufacturer internal reference number is: (B)(4).